Event description:
The customer's mother reported via phone call indicating that the patient was hosptilized due to low blood glucose. Customer's blood glucose was unknown mg/dl. The customer was treated with a shot. Customer was admitted to the hospital and asked to change setting of the insulin pump but the device was not working. The customer was transfer to helpline for assistance.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.